Manufacturer narrative:
Due diligence was executed for this event. The user reported this incident to the medicines and healthcare products regulatory agency (mhra). Pre-existing conditions of the patient are not known. It is not known if the device was inspected before use. The olympus territory manager discussed the possible reasons for the issue of the probe breaking with the surgeon. The olympus territory manager highlighted the correct technique to avoid probe damage, which is taking shallow bites of tissue and not overloading the jaw. The surgeon admitted to occasionally taking large bites of tissue for severely fibrotic (endometriosis) cases. The olympus territory manager will be observing the next procedure of the surgeon. The device is not available for return; as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer to the olympus territory manager, five minutes into a therapeutic total laparoscopic hysterectomy the device probe broke and the broken piece fell into the patient. The probe fracture was under vision and the broken piece was retrieved immediately. The procedure was completed with a similar device without any delay. No medical intervention was required, nor was the patient required to be kept in hospital for an extended period. There was no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be exclusively identified as the product was not returned. However, based on past investigations, the reported phenomenon likely occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are explained as follows: a. Based on contact with a surgical instrument, the following can be surmised: 1.) During output in seal & cut mode, the probe came in contact with a hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe; 2.) The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch; 3.) The probe broke when added a load. B. Based on contact with non-insulated area of grasping section, the following are surmised: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. The instruction manual identifies the following related verbiage (drawing number and revision number of IFU: rc4485 06): ¿·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Additionally, the repair center found the followings. -the probe was broken, there was a scratch on the probe. -from the photo of the broken surface of the probe. It was discovered that cracks were progressing from the scratched area. -no scratches or contact marks were observed on the non-insulated area of the grasping section. -the coating of the probe was partially peeling. -the probe had some scratches. Olympus will continue to monitor field performance for this device.